Event description:
Sheath broke off inside the pt approximately 3 to 4" from proximal tip. Attempts to use a snare to retrieve the broken piece caused a small (1/2") piece to break off and go to the left lung. Subsequent fluoroscopy showed a larger proximal piece broke off and went into the right lung possibly just from the heart movement. Larger piece was removed in thoracotomy in surgery. Epilepsy history. Pt found approximately two weeks ago at school in v-fib. Shocked several times to get normal sinus rhythm. Stabilized but has not regained consciousness.